Manufacturer narrative:
Catheter.

Event description:
After the patient's initial pump implant, he was starting to get some pain relief, but the pain was not gone. The patient's catheter was displaced. The patient stated he had a catheter replacement or revision done. It was unclear what medication was in the pump at the time of the event. Additional information has been requested from the health care professional. A follow-up report will be sent if additional information becomes available.